Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had a urinary tract infection (uti)/bladder infection which they noted as getting constantly. Follow up from the patient on reported that they had 2 urgent bowels movements after 9 am this morning. The process of feeling the stimulation was explained to the patient which they understood. Further follow up information from the patient on may 5, 2017 reported that they had a uti prior to the trial evaluation. Additional information received on may 7, 2017 reported that the patient had to strain to pass a bowel movement and had constipation. The patient had been on antibiotics for the past 24 days. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.